Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of no deliveries from the insulin pump. The customer's blood glucose reading was unknown. The husband stated that the alarm occurred during manual prime. The husband stated that the alarm was resolved by a complete set change. The husband mentioned that he found his wife unconscious a couple of times due to low readings. The pump will not be returned for analysis.